Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial/ batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a permanent implant procedure of the scs system and it was completed successfully with no complications intraoperatively. The paddle lead was placed at the top of the ninth thoracic vertebral level. However, a few minutes after the procedure, the patient experienced paralysis of her legs and feet. Magnetic resonance imaging (MRI) was performed however the results were not made available. Therefore, the patient underwent an explant procedure of the entire scs system. The patient regained movement of her legs and feet postoperatively. The explanted devices will not be returned as the medical facility did not release them.